Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not provide medical records and no lot number has been provided; therefore a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2004, (B)(6) 2009 - the patient was implanted with a bard soft mesh and a non-davol device two unspecified pelvic procedures on two different dates. The attorney report alleges disability, fistula, nerve damage, severe pain and permanent injury, erosion, infections.